Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2017 and absorbable straps were used. During the procedure, the straps came out but did not get attached to the mesh. There were no adverse patient consequences reported. No additional information was provided.